Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 550 mg/dl, current blood glucose is 478 mg/dl which down to 358 mg/dl. It also stated that drive support cap was normal. The customer had nausea due high blood glucose level. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.